Event description:
Our rep is reporting to us that during a rotator cuff repair, the tips of 4 expressew iii needles broke off into the body; the 1st needle broke on the 2nd pass, the other 3 needles each broke on the 1st pass. The needles were used with an expressew iii gun and #2 orthocord suture. X-rays were taken, however the imagery did not reveal the broken fragments; however, upon examining the collection sock, they found all 4 tips in the waste sock; this added 25 minutes onto the procedure time. They completed using other same needles from a different lot; also, they are stating that the patient was not adversely affected. The complaint devices have been discarded; however, the facility is sending back approximately 10 unused still packaged needles from the same lot for evaluation. See also associated mdrs 1221934-2013-00307, 1221934-2013-00308 and 1221934-2013-00310.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.